Event description:
It was reported that patient received shock from device during a procedure when electrocautery was used. The magnet was taped over the patient device before the procedure. It was suspected that magnet slightly moved off the device during procedure. The magnet function was tested normal afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.